Event description:
The customer reported, the viewing sub system (visub) wouldn't boot up. Unable to get viewing system started.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.